Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant of the left ventricular (lv) lead, the patient experienced phrenic nerve stimulation. The lv lead was explanted and replaced to resolve the event and the patient's condition was stable following the procedure.